Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 300mg/dl and ketones, and his blood glucose was treated with an insulin drip. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to continue testing. It was stated that the mother does not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.